Manufacturer narrative:
Additional information received stated that it was reported by the study site that on (B)(6) 2015 the patient began to experiencing low flow alarms and remained asymptomatic. Attempted laying patient flat as much as tolerated and administered 250 more of plasmanate, patient now having rvad with high watts alarms, powers > 4.5 to 5. Patient transferred to intensive care unit (ICU). Pt stable but still alarming upon transfer. The patient acutely decompensated directly associated with high rvad flows/power and low lvad flows suggestive of rvad thrombosis. It was stated that tpa was given. When surgeon arrived the patient was in extremis with a map of 40 and was unarousable. The patient was emergently intubated and a left femoral venous line was placed for resuscitation. The patient was then cannulated for ECMO and ECMO was initiated at the bedside the only chance at survival is to go to the operating room (or) for emergent rvad replacement. Patient was taken emergently to the or for replacement of rvad. There was significant ingested material in the rvad inflow. Additionally there was a large amount of material (old/fibrinous clot) in the right atrium. The patient tolerated the exchange well without further complications. The patient has since been successfully bridged to transplant. Relevant tests-(B)(6) 2015 ldh, 470 @ 01:47, lvad @ 3.2 to 3.4 around 3:30am., urinary output (uop) for the last 24 hours was 550ml and the previous day she had 4005 uop. Plasmanate 250ml was ordered for infusion and urinalysis (ua) was sent for noted blood tinged urine in foley. Repeat episode of flows 3.3, map 90, and rvad flows in the 5s. (B)(6) 2015, ldh post exchange, 1390 @ 17:42. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to a clinical change in the patient status that results in poor left ventricular filling. The instructions for use addresses setting of parameters for flow, power and watts and outlines guidelines for potential causes of alarms including assessment of the patient and device status and the related potential actions. (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption. Analysis of the device revealed that the device met specifications; the device passed visual examination, dimensional verification and functional testing. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). (B)(4).

Event description:
It was reported by the by vad coordinator that the patient experienced a rise in power on rvad and acutely decompensated. Patient placed on ECMO at bedside. The patient was emergently taken to or for replacement of rvad. Thrombus was easily visualized in pump after explant. No further information available at this time. Investigation is in progress.